Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak discovered during pd treatment. The cycler alarmed with an air detected in cassette warning during drain 4 of 5 of pd treatment. Fluid was seen on the floor where the patient line was hanging. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from an unknown part of the patient line. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient did not have any harm, intervention or adverse event associated with the fluid leak. The patient is still using the same cycler with no further issues. The cycler set is not available to return as a sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak discovered during pd treatment. The cycler alarmed with an air detected in cassette warning during drain 4 of 5 of pd treatment. Fluid was seen on the floor where the patient line was hanging. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from an unknown part of the patient line. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient did not have any harm, intervention or adverse event associated with the fluid leak. The patient is still using the same cycler with no further issues. The cycler set is not available to return as a sample.